Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: ambient valve replaced.

Event description:
The following was reported to hamilton medical ag: summary:tightness test fail(release valve defective)/flow sensor fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: ambient valve replaced. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:tightness test fail(release valve defective)/flow sensor fails.